Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No power error 25, low battery alert, power loss alarm replace battery now alarm noted during testing. No power error 25, unexpected low battery alert or replace battery now alarm noted in the pump trace download. Pump trace download analysis confirmed the pump alarmed replace battery alert. The power management tool confirmed replace battery alert was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit had scratched case, pillowing keypad overlay and cracked retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had battery life less than a week. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.